Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Caller reported customer was admitted to the hospital for dka and suspected heart attack. Caller stated customer suffered diabetic ketoacidosis, abdominal pain, nausea and vomiting; caller attributed this to pump occluding and customer unable to read foggy display screen. Caller reported pump was alarming and customer could not read the screen so pump was switched off by the customer for approximately 3 hours. Caller stated when customer awoke, ambulance transported customer to ER where blood glucose reading was 46 mmol/l; was treated with an insulin infusion and other unknown treatment. Requested return of the alleged device for evaluation.